Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had one implanted in 2018. Things were great until about a year and a half ago when they started having symptoms again. They went into my doctor¿s office and the device was off. The device was turned back on, but a couple days later their symptoms reappeared. The device kept turning itself off; however, they was told by the manufacturer representative (rep) that they met with ¿that wasn¿t possible.¿ after the dismissive treatment from the doctor and the rep, they kept the device off and had just been dealing with my symptoms.